Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while actively navigating in an ear, nose & throat (ent) procedure, the navigation system monitor screen went black several times. In trouble-shooting, a system re-boot restored normal function and the procedure continued as planned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided.replacing the computer resolved the issue. No further issues reported.

Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement computer shipped to site (B)(4) 2015. Medtronic investigation of returned suspect computer finds that when connected to a test system and powered, the computer powers on and no issues were observed. Launched the fusion application, then opened a terminal window and launched glexgears to stress test the video card. Ran for 4 hours and no issues were observed. Passed memory testing. Performed a central processing unit (cpu) stress test and it passed. Checked the hard drive smart data and it reported no issues, the hard drive is in good health. No fault found. Return requested. Replacement cable adapter dvi shipped to site (B)(4) 2015. Medtronic investigation of returned suspect cable adapter finds when performed a continuity and functional test on the cable, and it passed. No fault found. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No further issues have been reported.